Event description:
Resolution 360 clip was placed in the colon of the patient. After placement, it was noted that there was an unusual metal piece in the colon (besides the clip). Md was able to suction the metal piece into the suction trap and retrieve it. It is suspected to be a piece of the deployment part of the resolution clip. No injury was sustained and the clip was placed successfully.